Event description:
The customer reported that a donor had a mild vasovagal reaction. The donor was given etilefrin and recovered. Patient age, gender, and weight are not available at this time. The disposable set is not available for return because the customer discarded it. This report is being filed due to medical intervention in the form of prescription oral drops.

Manufacturer narrative:
This report is being filed to provide additional information. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: this disposable set was unavailable for specific root cause analysis. Based on the rdf analysis, the trima accel system functioned as intended. Vasovagal reaction is a known possible side effect for apheresis procedures.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: the run data file was analyzed for this event. Signals in the run data file do not indicate a conclusive cause for the reported donor reaction. No unusual process variable was identified and the trima accel system operated as intended. The total volumes collected were within the safety limit of (B)(4) of the donor's total blood volume. Based on the rdf analysis, the trima accel system functioned as intended. Vasovagal reaction is a known possible side effect for apheresis procedures. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.